Event description:
One year following cypher stent placement, the patiwent is seen for a follow up visit which notes unstable angina (iib). The patient is taken for repeat cardiac cath and angiography reveals 85% in-stent restenosis of the target lesion. The patient is hospitalized for 7 days but there is no indication of any intervention. Per the procedural physician, the angina is "due to the proliferation 1 year after implantation of cypher and is unrelated to the device but it is highly probable to be related to the procedure".